Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy the seven bands for several times, it would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing was returned without the bands attached. Also, the teeth and the suture hole were in good condition. Additionally, the handle had marks of trip wire indicating that the trip wire was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned component, the ligator housing had no bands attached and the handle had marks of the trip wire being secured. Based on the product analysis, it did not identify any evidence of either the alleged problems or any defect on the device; therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy the seven bands for several times, it would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.